Event description:
Danielle duvall, lead endoscopy technician reported the lot number is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis , lot number update and investigation conclusion . The root cause of the reported issue was not identified. The device was not returned for inspection and there are no images of the device provided to perform a physical inspection. The lot number of this device was reported to be unknown, the device history record (DHR) review is not able to be performed. Olympus will continue to monitor the field performance of this device.

Event description:
The event occurred at the end of esophagogastroduodenoscopy (egd) procedure with approximately 10 minute delay and patient was under anesthesia. Intended procedure was completed and there was no patient harm or injury related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates.

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure, the balloon failed to properly deflate and was getting stuck on the scope. The balloon was cut with wire cutters to allow the balloon to deflate and the intended procedure was completed. There was no patient harm or impact reported due to the event. No user injury reported.